Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-08447. It was reported the patient presented in clinic with an unspecified infection discovered by discharge in the pectoral area. The entire pacemaker system was explanted, sterilized, and re-implanted. During the re-implant, the helix of the right ventricular lead would not extend. The physician elected not to use the lead and complete the procedure with a different lead. The patient was in stable condition.